Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. It was reported that the pt's vessel morphology was moderately tortuous with no calcification. The delivery system was advanced through the artery without a sheath. When deployment was attempted the graft cover failed to retract. The device was removed from the pt. Another aneurx stent graft was inserted through a 22f sheath and was placed without incident. The case was successfully completed and the pt is reported to be fine. No add'l clinical sequelae were reported. Analysis of the returned device has been completed. With the info available and the investigation performed the device may have kinked at initial deployment and may have caused the runners to gouge into the inner diameter of the hytrel. The two kinks in the hytrel most likely contributed to the inability to deploy the stent graft.